Manufacturer narrative:
(B)(4). The customer reported to have reset all parameters, performed extended self-testing on the device and all tests passed. Covidien was not authorized to evaluate the device.

Event description:
It was reported that, during setup of the device, an 840 ventilator went into an inoperable state. The ventilator was not in use on a patient at the time of the reported event.